Manufacturer narrative:
Device eval summary: device eval battery charger has been completed. The reported problem was confirmed. The din connector from the power supply brick that mates to the back of the charger was damaged. The connector body was pushed back into the overmolded strain relief preventing proper mating to the charger. The root cause of the connector damage cannot be positively identified but was likely due to mishandling - forcing the connector into the charger without the connector pins and sockets being aligned. The damaged charger will be repaired. No adverse event resulted from the damaged charger. The pt received a replacement charger.

Event description:
A lifecor pt services rep (psr), contacted customer report, to report receiving a call from a male pt who was having trouble with his battery charger. When she arrived at the pt's home she found none of the lights on the charger would illuminate when a battery pack was plugged in. She tried the same battery pack on a replacement charger she brought with her, and the lights illuminated properly. The pt's charger was replaced.